Event description:
Information was received from a consumer regarding a patient receiving fentanyl, hydromorphone, and bupivacaine via an implanted pump. The indication for pump use was general neuropathic condition and non-malignant pain. The patient reported that they were not able to get a bolus since last night. The patient stated that they were getting service code 518 (communication error-authorization request denied) and 156 (application restarting due to system error) on the ptm (personal therapy manager) screen. The patient stated they looked at the technical report to see their bolus. Per the patient, the ptm was not finding the communicator, and they kept getting not found. During the call, the patient mentioned that the home infusion company was out to their home to refill their pump and that their doctor retired. The patient also reported that the ptm got stuck at 90% and took a long time to connect. The patient then stated that she had had ¿so much problems¿ with the pump and ptm devices since they got the new pump. Per the patient, the issue was that the pump and external devices were not connecting. The patient stated the infusion nurse usually cleared the data after the refill. The patient was allowed 11 boluses per day. The agent reviewed the meaning of the service codes and recommended closing out all apps after using the ptm. The agent then assisted the patient with clearing the data on the handsetand asked the patient to connect with the ptm and the device connected very fast showing the lockout screen. The agent reviewed the difference between the pump and the ptm and recommended that if the patient was having any concerns regarding the pump itself to consult with their healthcare provider¿s office. The agent reviewed device function. It was noted that the troubleshooting steps taken on the call resolved the issues.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.